Manufacturer narrative:
Additional information was received on january 31, 2017 and investigation results were made available. Updates: describe event or problem, date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Zimmer (B)(4) was informed that the explanted device was handed to the patient and that the healthcare facility is not going to provide further information on this case. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: not available as no reference number was available. Review of event description: on (B)(6) 2008 a knee implant was implanted. The device was revised on (B)(6) 2016 due to signs of loosening. No further information was received about the product type and product system. Review of received data: a letter from an insurance company was received. The letter describes that the devices were handed over to the patient. The letter also describes that the device was revised due to product issues. No other relevant information available. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The received insurance letter does only describe that something was wrong with the device. No further information was provided relating which product was affected or which product system and also no detailed information about the event was received. The only information which is available is that the device was in vivo for 8 years 6 months and revised due to loosening. The device was replaced with a competitor device. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported (loosening) are listed in the dfmea which is available for every zimmer biomet implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was now additionally reported that the revision was performed due to signs of loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2017-07967.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown knee implant on (B)(6) 2008 on the left side. Increasing discomforts (complaints) occurred. The patient underwent a revision surgery on (B)(6) 2016. Additional information has been requested and is currently not available.